Event description:
Caller reportedly received results of 463 mg/dl and 167 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.